Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 29aug2019. While troubleshooting with customer support the customer was informed the 3159 could be caused by a motor control board not closing the exhalation valve correctly. Asked him to swap the boards to see. Gave customer part number and price for the sensor board. Customer did not respond to follow up requests. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an error code exhalation valve test failure (3159). There was no patient involvement.